Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient received a pump exchange due to multiple driveline fractures. No additional information available.

Manufacturer narrative:
A segment of the driveline cable (B)(4) was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual examination of the driveline outer sheath which revealed a break and slight discoloration. Review of log files was not conducted since log files covering the reported event date were not available for analysis. The manufacturer has opened an internal investigation which is currently investigating issues related to driveline sheath degradation. Based on the investigation conducted, the most likely root cause of sheath degradation has been attributed to excessive exposure of the driveline to ultraviolet light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.